Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver baclofen. The indication for use was intractable spasticity. On (B)(6) 2016 the consumer reported that their healthcare professional (hcp) is doing a surgery to fix the tubing, it has a leak. On (B)(6) 2016 the hcp reported additional information. The date of onset was (B)(6) 2016. It was clarified that the catheter was leaking and leak was discovered by a pumpogram. The cause of the leak was unknown. A catheter replacement was scheduled for (B)(6) 2016. Additional information was reported by the hcp via a company representative on (B)(6) 2016. It was reported that it was thought there was a leak in the spinal part of the catheter by the anchor and it was to be revised on (B)(6) 2016. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.